Event description:
Pt received implants in 7/81. Rptr also alleges that pt had a "burst" implant in 4/94. Pt had removal of implants on 4/23/96 and received replacements of another MFR. Physician states "leakage of gel implant on the right."